Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) who reported the patient¿s device was overdischarged. The patient didn't know the last time they successfully recharged and attempted to charge last night with them mentioning they began falling more often about a month ago. The rep went into the recharger statistics and saw the patient last recharged on may 7th, but the battery voltage was 2.965. Previous recharge attempts were april 21, april, 20th, and april 19th, but all voltages were below 3.6 with zero coupling bars on average. The rep used the antenna locate feature with good numbers in the 100¿s. A physician mode recharge (pmr) was initiated and within several minutes a power on reset (por) was seen with six coupling bars. The rep adjusted the antenna and achieved full coupling bars. It was reviewed the rep would need to clear the por to recover the device from overdischarge. After the rep did this the patient had a charge of 50-75%, impedances were normal, and the issue was resolved.